Manufacturer narrative:
A risk to the pt's health could not be excluded for these specific circumstances, since tissue was resected in another region of the brain than intended, with the brainlab device involved, although: there is no indication of a systematic error or malfunction of the brainlab device, the brainlab device works as intended. Corresponding brainlab measures to minimize this already anticipated risk as low as reasonably practicable are in place. According to the hospital, there have been no negative clinical effects for this specific pt, and the surgery was completed successfully as intended. The most probable root cause for the variance between actual pt (target) anatomy and virtual display of the navigation is a combination of the following factors: the software might have not found a match to the pt's (target) anatomy that was as accurate as desired for this specific pt/surgery, since the points the user acquired for pt registration for navigation were not optimally distributed. The reflective marker spheres used with the unsterile reference array at initial registration of the pt for navigation were not new spheres as required. It cannot be excluded that the reference array position changed slightly between unsterile and sterile environment, e.g. Due to forces applied by drapes. Apparently the user did not detect the variance during the according necessary accuracy verification of and with the brainlab navigation. There is no indication of a systematic error or malfunction of the brainlab device, the brainlab device works as intended. Corresponding brainlab measures to minimize this already anticipated risk as low as reasonably practicable are in place. Brainlab intends to offer an additional training to this hospital.

Event description:
A cranial tumor resection was planned to be performed with the aid of the brainlab cranial navigation system. The tumor was a low grade neoplasm located in the left temporal lobe, with a diameter of ca 15mm and was located in a depth of ca 40mm. During the procedure the surgeon: performed a craniotomy and resected brain tissue of ca 1cm diameter, localized with the aid of navigation. Performed an intra-operative MRI scan and determined that the actual tumor location was about 1cm away (superior) from the area resected. Completed the surgery without the aid of the navigation, according to the hospital with the tumor successfully resected as verified with another intra-operative MRI scan. According to the hospital, there have been no negative clinical effects for this specific pt due to this issue.